Event description:
It was reported that an event occurred during a mandibular osteotomy. The distractor did not fully advance on one side of the mandible and the surgeon felt the distractor was not holding its position. The distractor distracted appropriately but would go backwards and would not advance. The surgeon performed a revision surgery on a later unknown date to re-osteotomize the mandible and begin distracting again. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device is used for treatment, not diagnosis at time of procedure patient was reportedly approximately (B)(6). Product development evaluation is as follows: all the gears work and the linear activation nuts move as intended. During the initial implantation, the surgeon disassembled the distractor arms on both distractors and replaced a 35mm arm on each body with a 15mm arm. Surgeon correctly assembled the activation nut in the channel of the pin holding clamp. Surgeon felt movement was from micro-motion of the nut during normal patient loading conditions. It was noted that there was little friction between the nut and the distractor arm and could easily turn. The linear activation locking screw was left loose during distraction. Surgeon continued distraction on one side and performed a secondary osteotomy at a later date on the other side. Distractor performed as expected after secondary osteotomy. A steristrip was placed on the nut during secondary procedure to prevent any unintended movement. The patient was approximately 6 months old during procedure. Based on the age of the patient and the same distractor performing as intended during the secondary osteotomy, it is likely the patient's bone had not been fully osteotomized or had prematurely consolidated. Distractors cannot be activated when bone consolidation has occurred. Attempting to advance the distractor will cause higher loads than intended, possibly causing the slippage noted in the complaint description. Without supporting imaging information, it is not possible to confirm this was the cause noted in the failure. The friction between the activation nut and the distractor arm is low and can allow the nut to rotate with vibration to the construct. This is inherent to any metal on metal threaded connection when there is low friction between the two components. Adding a steristrip to the activation nut may provide enough resistance to prevent micro-motion. The multi-vector distractor also has a linear activation locking screw that can create enough friction to prevent micro-motion. Additionally the distractor arm and activation nut were checked to ensure they do mate; they are both m4.0x0.5 threads (487_933 rev c and 487_937 rev d). Page 2 and 20 of the technique guide (j3633-f) labels the linear activation locking screw as: prevents unwanted linear activation. The evidence suggests that either slippage/reversal during the surgical procedure may be due to pre-mature bone consolidation. Without supporting imaging information, it is not possible to confirm this was the cause of the noted failure. From a pd perspective, linear activation arms and activation nut do mate and a locking screw can create friction.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Manufacturing site corrected to synthes (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Corrected data: awareness date corrected to (B)(6) 2013. (B)(6).